Manufacturer narrative:
(B) (4): (B) (6) study event. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: none. Symptoms/ae: arterial spasm requiring medical intervention. Time of symptoms/ae: during stenting procedure. It was reported that immediately after post-dilatation of the acculink stent in the left internal carotid artery, the patient experienced vasospasm in the area where the rx accunet embolic protection device had been deployed. The vasospasm lasted approximately ten minutes. Vasospasm was treated and resolved by inflating a non-abbott balloon dilatation catheter for thirteen seconds in the target vessel and administering nitroglycerin to the patient. Though requested, no additional information was provided.